Manufacturer narrative:
Allergan has initiated an investigation into this late report. ¿diagnosis of anaplastic large cell lymphoma on late periimplant breast seroma: management of cytological sample by an integrated approach,¿ a. Ronchi, m. Montella, v. Argenzio, a. Lucia, a. De renzo, r. Alfano, r. Franco, I. Cozzolino. Cytopathology. 2018;1¿6. Wileyonlinelibrary.com/journal/cyt. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Article reported right side "peri-implant effusion¿ and ¿aspecific inflammatory reaction.¿ device was explanted. Manufacturer of device is unknown.